Manufacturer narrative:
Correction to b3/d10: update. Additional information: h6(update codes), h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a keypad issue found during setup/preparation. The following buttons all double count pressed by the user: down arrow, advanced options, numeric 8, numeric 9, numeric 0, decimal button, barcode button. There was no report of patient injury or medical intervention associated with this event. No additional information is available.